Event description:
It was reported that the pump failed accuracy by +8.15% during testing. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). A product sample was received for evaluation. Visual inspection showed missing top rear label. During functional check, the customer's problem could not be duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. No problem found. The root cause could not be determined. No action taken.